Event description:
Info received that the pedal will go into brake, but the brake caster will not hold. No injury reported.

Manufacturer narrative:
Issue: facility just installed the brake upgrade on this stretcher and the pedal will go into brake but the brake caster will not hold. Recommended that they adjust the brake caster by turning the brake pad to adjust down toward the caster wheel. Repair not yet complete.